Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a right ventricular lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. The patient was brought in for testing and no noise could be produced and all other system parameters were within acceptable range. No changes were made to the system and the ICD remains implanted and in service. No adverse patient effects were reported.